Manufacturer narrative:
(B)(4). Only event year known: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any patient consequences? No patient consequence.

Event description:
It was reported that the clips were not clipping. A new one was opened to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2018. Batch # p93111. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.